Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had been having issues recharging the ins, it had been acting up. The patient said last night it said call medtronic every 10 minutes. The patient said they normally recharged twice a day, but last night it took them from 10:30-3:15am and they just wanted to go from 70%-100%. The patient stated this morning it worked fine, it took 45 minutes. The patient said sometimes it cannot find the device, sometimes it takes forever and ever. The patient stated they always charged in the recliner. On the call, the patient started a charge session with recharging excellent but it went to good then to just recharging right away. The patient repositioned the recharger (rtm) and got recharging excellent again. The patient checked the charging speed which was 4, and then slowed down the charging speed and it was reviewed that if the patient was going to charge in a recliner with the potential to trap heat, slowing the speed down may prevent future potential overheating. The patient said they had noticed the rtm did get really hot. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information was received on 2020-06-24. It was reported it took 5-6 hours to charge implant even after 2 new rechargers. A new controller was requested. No symptoms were reported. No further complications were reported or anticipated. Additional information on 2020-07-06 received stated that the controller did not resolve the issue of taking 5-6 hours to recharge. It was reported the ins was checked earlier and the leads were in the right place. The patient was sent a new rtm. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 serial# (B)(6). Product type recharger product ID 97755 lot# serial#(B)(6). Product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n(B)(6)) revealed that the device was scrapped due to scratches on donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.